Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 1.50mm x 20mm was returned for analysis. A visual, tactile, microscopic and leakage test was performed on the returned device. Visual and tactile inspection identified multiple hypotube kinks along the length of the shaft of the device. No issues identified with the distal extrusion. A pinhole was identified distal of the middle markerband, in the balloon. Tip showed no signs of tip damage. A microscopic examination of the markerband identified no damage. An encore inflation unit was used to inflate the balloon to 14 atmospheres. A microscopic examination and leakage test found the reported allegation, with a pinhole identified distal of the middle markerband, no other damages were observed along the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. The device was removed from the patient's body and the procedure was completed with a different device without any patient complications. The patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. The device was removed from the patient's body and the procedure was completed with a different device without any patient complications. The patient was in good condition.